Event description:
Contact reported that two depuy spine instruments broke during use in an mis procedure. Events resulted in the surgeon having to go to an open procedure. There was a delay to the case of 30-40 mins and a piece of viper rod holder may have been left in the body. Pt is reported to be doing fine and surgeon is not taking any action at this time. Device # 2.

Manufacturer narrative:
Open screw extension was returned with a damaged thread. The thread is curled out from under the sleeve. The thread was pulled free and the sleeve removed. A significant amount of matter was inside. It appears that this matter prevented proper mating of the threads. Sleeve can be removed for cleaning. Damage to the screw extension appears to be related to maintenance of the instrument.